Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 231 to 400+ mg/dl. During troubleshooting, checked reservoir and infusion set history and found that the customer had not rewound the insulin pump. Also, the settings were checked in the old insulin pump and found that there were discrepancies in the basals and bolus wizard. Product is not being returned or replaced.